Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-15mm round stiff snare was used in the stomach to remove a gastric polyp during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when attempting to perform a hot snare resection in the stomach it was noted that no cautery was applied and a cold resection was used resulting in patient bleeding/hematoma. Three resolution 360 clips were applied to achieve hemostasis. Upon inspection of the device it was noted that the electrocautery hook up on the snare handle was loose and seemed damaged and not attached. The procedure was completed with this device. The patient was not admitted to the hospital beyond the standard of care. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.